Event description:
It was reported that the patient had heating issues with his system and it was replaced. It was also indicated that the patient's skin "burned" while recharging and he had worked with his healthcare provider (hcp) to "try to figure it out". It was unclear if the patient's "burning" issues pertained to his explanted system or his current device. See manufacturing report number 3004209178-2012-11069.

Manufacturer narrative:
(B)(4).